Event description:
Initial tsh result 0.088 iu/ml. Same sample repeated gave results of 4.66 iu/ml. Same sample repeated an additional five times, result of 4.6 was reproducible. If additional information is received, appropriate notification will be provided.